Event description:
The user facility reported they experienced a total loss of image during procedure. The image was unable to be retrieved and the procedure was completed with the use of another similar device. There was no allegation of harm.